Manufacturer narrative:
The c701 module serial number was (B)(6) calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 8000 cobas c 701 module. The initial result was 8.79 mmol/l. The repeat result was 4.52 mmol/l. The sample was sent to an external laboratory, where the result from an unspecified method was 4.56 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The customer used a centrifugation time of 3 minutes; this time may be too short. Abnormal aspiration alarms were observed on the alarm trace data. A general reagent issue was excluded as calibration and qc were acceptable. The investigation determined the event was due to a pre-analytical handling issue.